Manufacturer narrative:
MDR 9618003-2019-05341/initial 7 of 25. (B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient reported that the wafer (skin barrier) was not aligned well at the center position of the pouch and had an off centered starter hole. The product was not used by the patient. The patient was very dissatisfied with the pouch quality.